Manufacturer narrative:
Valuation of the returned 3maxc confirmed a mid-shaft fracture. Further evaluation of the device revealed yield marks near the fracture sites. The yield marks indicate that the device likely kinked prior to fracture. If the 3maxc is forcefully advanced through the rotating hemostasis valve (rhv) at an extreme angle during use, damage such as a kink may occur. If the kinked device is further manipulated, the kinks may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jet7 reperfusion catheter (jet7). During the procedure, while advancing a 3mac into the rotating hemostasis valve (rhv) of the jet7, the physician broke the proximal end of the 3maxc. Therefore, the 3maxc was removed. The procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.